Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed and appears to be manufacturing related. The products returned for evaluation were a proximal and distal groshong connector and a segment of the 4fr s/l nxt groshong catheter tubing. Microscopic examination of the locking arms on the proximal connector and the catch slots on the distal connector was unremarkable; the locking arms and catch slots appeared free of damage and/or molding defects. When an attempt was made to connect the proximal connector onto the distal connector, the locking arms could be advanced into the catch slots of the distal connector. Visibly, the connection appeared secure under microscopic examination. When an axial force was applied to the connection by the investigator, the two pieces did not disengage from each other. Once the segments were fully assembled, an attempt was made to infuse the device with water from a 12cc luer-lock syringe. The catheter was patent to infusion and no leaks were detected at the connection or anywhere else along the length of the device when the catheter was hydraulically pressurized. Dimensional analysis was conducted on the returned components. The catheter inner diameter, outer diameter and wall thickness met the device specifications. The catch slot widths and inner diameter of the distal connector met the device specification. The cannula inner and outer diameters and the locking arm latch depth on the proximal connector met the device specifications; however, the width between the locking arms was larger than allowable, per the specifications. The increased distance between the locking arms likely contributed to the reported event. The manufacturing facility has been notified of this complaint and bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported that two catheters were placed on july 19. During placement of these two catheters, no ¿click¿ was heard when attaching the strain relief. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1194 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that two catheters were placed on july 19. During placement of these two catheters, no ¿click¿ was heard when attaching the strain relief. No other information was provided. This report addresses the first device.